Event description:
It was reported that a cord from the mobile power unit was damaged. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that the issue was not described correctly by the patient. The patient was concerned about the white battery lead on their controller. Upon evaluation in clinic, it was determined that there was no significant integrity compromise to the patient's controller and therefore the controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.